Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.